Manufacturer narrative:
Initial reporter zip code: (B)(6). The event of seroma and capsular contracture is a physiological complication and analysis of the device generally. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: seroma, exposure, capsular contracture, baker grade unknown, malposition and internal bleeding.

Event description:
Healthcare professional reported seroma, exposure, capsular contracture, baker grade unknown, malposition and internal bleeding. The device remains implanted.